Manufacturer narrative:
(B)(4).

Event description:
A MFR's rep measured impedances < 50 ohms on bipolar pair 0, 1 during neurostimulator implant. All other pairs were normal. The impedances were tested at 1.0v and 210 pulse width (pw), 2.4v and 210pw, and at 2.4v and 300pw. It was attempted to reseat the lead but the impedances were the same. The rep programmed the implantable neurostimulator around the 0, 1 combination. The pt was doing fine following the reprogramming. A follow-up report will be sent if additional info becomes available.